Event description:
Additional information received reported that the x-rays determined that the patient¿s lead had moved out of the s3 foramen and was therefore not delivering therapy. The patient was given the option to have a replacement, have the system removed, or lose weight before proceeding. It was reported that the hcp was awaiting the patient decision.

Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# va0540d, implanted: (B)(6) 2013, product type: lead. T(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information reviewed indicated that patient experienced return of incontinence and lost urinary relief. It was also indicated that it was not working for patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient lost therapeutic relief and stimulation sensation a ¿couple of weeks ago.¿ stimulation was set at 8.4v on program 3. The patient changed programs to 2 and 1. However, it was indicated the patient would feel pain in their lower back ¿as soon as¿ they felt stimulation. Patient then went back to program 3. There was no known accident or incident related to the complaint. It was later reported that the patient had no stimulation sensation after reprogramming. The manufacturer representative increased the pulse width and rate without success. Stimulation was increased to 8.4v and cycling was turned off, but this did not resolve the lack of stimulation. There were lower than expected impedances: c/0 was at 242 ohms, c/1 was at 250 ohms, 0/1 was below 50 ohms, and 2/3 was at 166 ohms. It was later reported that x-rays were performed and they were awaiting the results to determine the next steps.